Event description:
A healthcare professional reported system unable to perform registration step in the unknown eye of the patient during cataract surgery. The procedure was completed on the same day and post-operative results are good.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer checked the optics, performed calibrations and service. Field service engineer performed system verification as per service installation record. No part is expected to be returned to manufacturer for evaluation. There is no harm to any patient as the reported issue is not related to a surgery. The doctor manually marked the eye for toric intraocular lens implantation. According to the investigation result from the subject matter expert, no root cause could be identified for the reported event. As follow up the site provided information that the issue has not occurred since the report of the complaint. Additionally, they have never observed this during their long-term use of the device. The root cause of the reported issue could not be determined conclusively. After restarting the system, the issue was fixed. Most probably it was a one-time event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.2.b the correct procode was updated. The manufacturer internal reference number is: (B)(4).